Event description:
Procedure type: intestinal valve repair. According to the reporter: physician thought that he was using a bladeless instrument, however, the wrong box was opened and a bladed stapler was inadvertently used. Surgeon inadvertently stapled and divided the intestinal valve. The valve was repaired by suturing. The pt has recovered and has been discharged.

Manufacturer narrative:
Initial report sent: 04/02/2008.